Event description:
The customer reported approximately two (2) milliliters of blood and diluent leaked on top of the sample tubes and a vertical probe drive could not be verified involving unicel dxh 800 coulter cellular analysis system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient samples were not impacted. Samples were retested on an alternate instrument to verify results. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed blood fluid on the caps of the quality control (qc) material the customer had analyzed during the event. The fse replaced line vl341 wash collar waste tubing to the probe waste chamber vc340 as the vl341 tubing was plugged from corrosion from the vl341 valve. The fse replaced the wash collar and tension spring, syringe block valves vl46-1, vl46-2 and vl343 which controls vacuum and pressure to the probe waste chamber. The instrument conformed to the manufacturer's published performance specifications. Wash collar. (B)(4).